Event description:
A malfunction alarm occurred with the customer's pump. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred, leading to a decision to replace the device. The customer planned to use multiple daily injections as a backup method to ensure ongoing insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it with a pre-paid label within ten days.